Event description:
It was reported through a direct call from the customer to the emergency support program that, intra-aortic balloon (iab) had leak in iab circuit. There was no patient harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, e1 event site telephone, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component code, investigation conclusions, h11. Corrected field - g2, h5. No decon or visual inspection performed since product was not returned and could not be evaluated a complaint was received through a direct call to the emergency support program with no reported patient harm pauline an ICU rn reported a leak alarm in the intra aortic balloon iab circuit after the pump had been in standby for approximately 10 minutes troubleshooting was performed including inspection of the helium tubing for blood or discoloration holding the iab fill key restarting the pump and rechecking the tubing. After these steps the pump resumed normal operation without further issues the nature of the alarm and potential clinical causes were reviewed. Though no clear clinical explanation was identified at the time pauline was advised to call back if the leak alarm recurred multiple times within an hour for continued troubleshooting. Based on the event description intermittent non reproducible leak alarm with no evidence of device malfunction. The issue resolved with standard troubleshooting and no physical signs of a leak such as blood in tubing discoloration or repeated alarms were observed.

Event description:
N/a.